Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding this report. The users reportedly attempted to utilize the solendra emergency handle but the wire reportedly had snapped again. The user facility reported that the stone was large and hard and the basket was left in the pt's bile duct but it was still intact. The pt was said to have been admitted as an outpatient but later was converted to an in-patient. The current status of the pt was not provided. The device referenced in this report was not returned to olympus for eval. The exact cause of the reported phenomenon could not be conclusively determined. But, the size and the hardness of the stone could not be ruled out as a potential contributory factor. This report is being submitted as an MDR in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) for stone removal procedure, the wire of the subject device snapped while the users attempting to close it around a stone. The users reportedly attempted to utilized an unspecified emergency handle but the remaining wire was said to have snapped as well. The pt was said to have been transported for surgery for stone and basket removal. The pt was reportedly doing fine.